Event description:
The customer stated that one patient result was reported out of the lab as negative for testing on the axsym cmv igg assay. Two weeks later, a new sample was drawn on this same patient and the sample generated an axsym cmv igg assay result of positive. The customer then retested the initial sample and a result of positive was generated. There is no impact to patient management reported.